Manufacturer narrative:
Additional information: d10, h6, h10. One cadd administration sets was returned for analysis. The returned sample consist of one product from (B)(6); the returned sample was received in used conditions inside a plastic bag without its original sealed packaging. According to the investigation, the sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination and no obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in the sample caused by the ffp system since that it was returned without the blue clip. Functional testing was performed by priming using a hydrostat vessel [cal. ID: (B)(6); due date: (B)(6) 2020], since the deformation on the pump tube do not allow priming the device for gravity. Then the sample was connected to an IV bag and cadd pump solis in order to look for unusual function and the sample was recognized without difficult and the pump was set running and no alarm activated. The customer reported problem could not be duplicated. The investigation reported that root cause cannot be determined since the complaint was not confirmed due to the sample testing successfully. No corrective actions required since the complaint was not confirmed; however, per previous complaint a notification of a complaint regarding the same failure mode to the production personnel was conducted by quality engineer.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical administration set malfunctioned. It was reported that during automatic flushing of the tubing, an error message displayed, "air in line detected in the tubing". A second purging was done without success. The tubing was correctly attached to the bottle. There were no reported adverse events. The incident had no clinical consequences since the issue was detected before use on the patient.